Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for analysis but was not complete at the time of this report. A f/u will be sent when the analysis is complete.

Event description:
It was reported that the device was explanted; no pt info was available at the time of this report; add'l info has been requested and f/u will be sent when add'l info becomes available.